Event description:
Index surgery: (B)(6) 2014. Revision due to a nickel allergy. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00815 and 1038671-2018-00817.

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of the patient's nickel allergy. According to the optetrak logic IFU (B)(4),the femoral components are made from a cobalt-chromium alloy, the tibial trays are made from titanium 6al-4v or cobalt-chromium alloy, and the tibial insert is made from ultra-high molecular weight polyethylene. Sensitivity reactions to implant materials is listed in the device specific risks section of the IFU.

Manufacturer narrative:
(H1): the engineering evaluation noted in the revision reported was likely the result of the patient's nickel allergy. According to the optetrak logic IFU (700-096-077), the femoral components are made from a cobalt-chromium alloy, the tibial trays are made from titanium 6al-4v or cobalt-chromium alloy, and the tibial insert is made from ultra-high molecular weight polyethylene. Sensitivity reactions to implant materials is listed in the device specific risks section of the IFU. H11: corrections made to the following: d1: brand name changed to optetrak logic. D4: remove model number, as device does not have a model number. G4: original awareness date was on september 26, 2018.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to a nickel allergy.